Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he tried to use the bolus wizard, the insulin pump was not letting him scroll up to enter the number. It only allowed him to go down. Customer experienced a high blood glucose level of 400 mg/dl and a low blood glucose level of 50 mg/dl. The up arrow button had to be pressed very hard to respond. Troubleshooting was declined. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive up button due to an unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.